Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results are within the specified ranges. The qc results are within the specified ranges. The alarm trace has a sample clot detection alarm. The reaction monitor graphs are unremarkable. The preanalytical data state a centrifugation time of 15 minutes; this may be too long. A general reagent problem is ruled out because the calibration and qcs are acceptable. The investigation determined that the event is consistent with cell rinse functionality issues. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 855392. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and replaced the sample probe, measuring cells, and lamp. The investigation is ongoing.

Event description:
The initial reporter received questionable uric acid ver.2 and other assay results from several patient samples tested on the cobas c 303 analytical unit. One example of discrepant results was provided: the initial result was 1.26 mg/dl. The first repeat result was 5.39 mg/dl. The second repeat result was 5.44 mg/dl. The initial result was not reported outside of the laboratory, as it did not align with the patient's previous results or clinical assessment during validation, prompting the rerun of the patient's sample. The repeat results were deemed clinically correct.